Event description:
It was reported when using the bd pyxis medstation es system was not turning on.the field service engineer added that there was an excessive heat on drawer board.however, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that there was a defective drawer. The field service engineer replaced drawer and drawer controller board to resolve. The system functioned as intended after field service engineer the troubleshooted the device.